Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Patient had a myocardial infarction within 72 hours prior to procedure. Access was obtained via the right femoral artery. The 10x3mm, de novo, less than 45 degree bend, 100% stenosed lesion was located in the mildly calcified, mildly tortuous left anterior descending artery (lad). The lad had been bypassed with an internal mammary artery. Using a non-bsc guide wire and guide catheter for access, the physician predilated the target lesion with a 1.25x12mm non-bsc balloon catheter and a 2.5x12 apex balloon catheter several times at 10-12atms. Using a non-bsc guide wire the physician deployed a 2.5x32mm ion stent in the mid lad at 12atms. Then a 2.75x24mm ion stent was deployed in the proximal lad at 10 or 12atms and a 3.0x12mm ion stent was deployed in the left main at 10 or 12atms. The physician postdilated the 2.5x32mm ion stent with a 2.5x12mm nc quantum balloon catheter for several inflations up to 20atms. Then the physician postdilated the 2.75x24mm ion stent with a 3.0x12mm nc quantum balloon catheter for several inflations up to 20atms. The 3.0x12mm ion stent was postdilated with a 3.5x12mm nc quantum balloon catheter for several inflations up to 20atms. After the postdilations, the physician used a non-bsc intravascular ultrasound (ivus) catheter for imaging. The ivus catheter would not pass through the 2.75x24mm ion stent and the ivus catheter became caught on the proximal edge of the stent. The ivus catheter was removed. It was noticed that the proximal edge of the 2.75x24mm ion stent was compressed. The procedure was completed with a 3.0x8mm ion stent placed overlapping the proximal edge of the compressed stent and deployed at 12atms. The physician postdilated with a 3.0x12 nc quantum balloon catheter. No patient complications were reported and the patient's status is ok.